Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the event and use of these devices. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The patient reportedly set-up pd treatment in the dark resulting in the peritonitis event. Although no culture results were provided and it was not confirmed that the patient had a touch contamination, most pd-related peritonitis events result from the patient inadvertently breaking sterile technique and contaminating the catheter or its connections. Based on the available information and no allegation or evidence of a malfunction, defect, or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) resulted in little information related to the event. The patient was seen in the pd clinic on (B)(6) 2021 for a regularly scheduled pd adequacy check. During the appointment, the patient was found to have peritonitis (no signs/symptoms provided). The patient was not aware that they had peritonitis. The patient stated that while on vacation (date unknown) they were completing pd treatment set-up in the dark. This resulted in the peritonitis. Despite multiple attempts to obtain further information related to the peritonitis event, no additional information was obtained.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) resulted in little information related to the event. The patient was seen in the pd clinic on (B)(6) 2021 for a regularly scheduled pd adequacy check. During the appointment, the patient was found to have peritonitis (no signs/symptoms provided). The patient was not aware that they had peritonitis. The patient stated that while on vacation (date unknown) they were completing pd treatment set-up in the dark. This resulted in the peritonitis. Despite multiple attempts to obtain further information related to the peritonitis event, no additional information was obtained.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.